Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of mitral stenosis and atrial fibrillation as listed in the mitraclip system gen 4 instructions for use (IFU), are known possible complications associated with mitraclip procedures. The investigation was unable to determine a conclusive cause for the mitral stenosis. The atrial fibrillation appears to be related to the mitral stenosis. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the mean gradient pressure increased to 7 mmhg with clip deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with annular calcification and grade of 4+. Pre-procedure mean pressure gradient was 3 mmhg. The clip delivery system (cds) was advanced and the clip was placed. Gradient increased to 7 mmhg. However, it was decided to deploy the clip. The implanted clip, reduced mr to 2, but the mean pressure gradient remained at 7 mmhg. The procedure was concluded. The physician felt they could better optimize the heart rate control to reduce the gradient while still having adequate mr reduction. The patient's heart rate was in the 90's throughout the procedure with atrial fibrillation. No additional information was provided.